Event description:
It was reported that during an ortho surgical procedure, it was discovered that the small battery drive device would not work at all. The reporter stated that the device was tested with different battery devices and casing devices. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries. It was unknown to the reporter if medical intervention or prolonged hospitalization was required. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed on the unit which found that the device did not engage when the power was applied. The assignable root cause was determined to be an electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.